Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with reports of dyspnea for four days and black, tarry stools for one day. The patient was found to have a supra-therapeutic international normalized ratio (inr) and low hemoglobin, likely due to acute gastrointestinal (gi) bleed. The ventricular assist device was functioning normally with no alarms. It was additionally reported that esophagogastroduodenoscopy (egd) and colonoscopy confirmed bleeding from a polyp at the appendiceal orifice. An open ileocecectomy with stapled anastomosis was performed. As of (B)(6) 2022, bleeding had resolved, and the patient was recovering from surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.